Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported that the insulin pump alarmed for a motor error. She did not know the blood glucose reading. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was able to complete the rewind sequence. Nothing further was reported.